Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, non-emergency treatment was completed normally, as the reported issue was intermittent. A philips field service engineer (fse) inspected the system onsite and found that low disk space was displayed, and confirmed errors associated with the ippc and hdd. The review of system log file shows ippc malfunctioning. The cause of the ip pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ippc and hdd by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The non-emergency treatment was completed as normal without delay, as the issue was intermittent. Thus, event would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message "low disk space". The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.